Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: jaws: inside width at tips, .180. Analysis conclusion: based upon inquiry info received and visual examination, no conclusion could be reached as to what may have caused reported incident. Instrument was returned empty and locked out. As instrument was received empty, further functional testing could not be performed. Therefore, it could not be ascertained as to why clips reportedly did not hold. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the er320 clips did not hold. It was reported another er320 was opened to complete the procedure. The er320 came from an ftr13 kit. There was no consequence to the pt. 1/29/98 the sales rep reports 2-3 successful firings, then the device misfired. They were firing across the cystic duct. The clips were not holding or clamping down tight.